Event description:
It was reported that the pt was experiencing recurring incontinence and muscle atrophy following an invance sling. The pt was implanted with an artificial urinary sphincter and at that time, the sling was cut through on dissection, but not removed. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.